Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room (ER). Upon review it was discovered that the right ventricular (rv) lead was exhibiting no capture. The rv lead was repositioned. The patient was in stable condition.